Event description:
The customer obtained a non-reproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros eciq immunodiagnostic system. Vitros tropi es result=1.350 vs. Expected < 0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. It is unknown if the sample was reported from the laboratory. However, the higher than expected tropi result was questioned and repeated based on a normal ckmb result obtained from the same sample. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a single patient sample processed on a vitros eci immunodiagnostics system. There was no indication that a vitros tropi es reagent issue contributed to the event. However, an instrument issue cannot be ruled out as a contributing factor. In addition, the investigation could not determine if the customer had processed the patient sample in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The definitive assignable cause for the event is unknown. The investigation is on-going.